Event description:
It was reported that syringe 1ml ls tuberculin stopper separated from the plunger. The following information was provided by the initial reporter: the customer uses this product for covid-19 vaccination. The customer reported that the stopper was separated from the plunger.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 8/24/2021 h.6. Investigation: one photo and one sample were received by our quality team for evaluation. From the photos, the plunger rod was observed to be detached from the stopper and the plunger head was missing. After evaluation of the sample, the sample was observed with plunger separation from the stopper due to plunger head chip off. A device history record could not be evaluated as the lot number is unknown. The probable root cause of plunger head chip off could have been due to the molded plunger tip hit against the molded plunger target box when transferring from the molding machine to assembly line.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that syringe 1ml ls tuberculin stopper separated from the plunger. The following information was provided by the initial reporter: the customer uses this product for covid-19 vaccination. The customer reported that the stopper was separated from the plunger.